Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: tamis. Event description: the doctor informed me couple of days after his surgery that while performing a tamis case using the gelpoint path early this week; which he used several times before; one of the trocar¿s seal was loose and part of it went inside the patient. He detected the piece missing and removed it and replaced the trocar with another one and continued the surgery with no harm to the patient. He forgot to inform the nurses in time to keep all the components of the gelpoint path or at least the defected trocar, so they discarded it directly after the surgery as per the usual protocol. Additional feedback received from the field team via email on (B)(6) 2026: the lot number: 1552944 is correct. The trocar¿s seal was the part that was loose and detached, which then entered inside the patient. Intervention: he was able to continue the case with the same item. Patient status: no harm to the patient.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.

Event description:
Procedure performed: tamis. Event description: the doctor informed me couple of days after his surgery that while performing a tamis case using the gelpoint path early this week; which he used several times before; one of the trocar¿s seal was loose and part of it went inside the patient. He detected the piece missing and removed it and replaced the trocar with another one and continued the surgery with no harm to the patient. He forgot to inform the nurses in time to keep all the components of the gelpoint path or at least the defected trocar, so they discarded it directly after the surgery as per the usual protocol. Additional feedback received from the field team via email on march 15, 2026: the lot number: 1552944 is correct. The trocar¿s seal was the part that was loose and detached, which then entered inside the patient. Intervention: he was able to continue the case with the same item. Patient status: no harm to the patient.